Event description:
The customer reported high blood glucose levels for the past day. Troubleshooting was performed, and the insulin pump was programmed correctly except for the date, which was off by a day. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.